Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The unit was evaluated at philips, and the symptom was verified. Replacing the processor pca resolved the issue.